Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: ail and downstream occlusion alarms sounding frequently causing staff to not be able to monitor or treat patient because they are treating the infusomat pump. Staff and patient level of frustration is high. Staff do all the correct measures prior to starting an infusion (fluid in drip chamber, pump priming, "y" sites inverted, and air tapped out). Finding all tubing with green free flow device not lined up with pump insertion site. When moved to line up, tubing is crimped where it is inserted into the air sensor area of pump. No injury reported.